Manufacturer narrative:
Follow up 01/24/2016: customer reports that battery gauge display eventually decreased and pump is charged to 100% daily. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery gauge remained static at 100%. There was no reported impact to the customer's blood glucose level.